Event description:
The customer alleged that he received a low reading of 38 mg/dl. While troubleshooting, he performed control tests and received a result of 56 mg/dl. The normal control range was 109-150 mg/dl. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips and a new meter were sent to the customer.